Event description:
Customer reportedly received the following results on the active system at thirty minutes intervals, 278 mg/dl, 10 mg/dl, 300 mg/dl, 145 mg/dl, and possible result of 13 mg/dl (customer was unsure if this result was actually obtained). No blood glucose symptoms reported with these results. Customer reported having a seizure sometime after these results were obtained. She was taken to the hospital for observation and released 11 hours later. Customer's condition has improved. No actions taken based on device results. No treatment for diabetes was administered. The result of 10 mg/dl and 13 mg/dl were not compatible with the customer's clinical state. Requested return of the suspect device and replacement was sent.